Event description:
It was reported that due to a right cylinder aneurysm the patient had his inflatable penile prosthesis (ipp) cylinder removed and replaced. The ipp was explanted and a new device consisting of a 16cmx9.5mm cylinders, pump and reservoir were implanted. It was further reported that it was aging cylinders that caused the aneurysm. The patient also felt a lot of pain and the onset of these symptoms occurred 2 weeks ahead of this surgery. The patient got well after this surgery.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. This cylinder bulge was attributed to fluid between the inner and outer tubes. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that due to a right cylinder aneurysm the patient had his inflatable penile prosthesis (ipp) cylinder removed and replaced. The ipp was explanted and a new device consisting of a 16cmx9.5mm cylinders, pump and reservoir were implanted. It was further reported that it was aging cylinders that caused the aneurysm. The patient also felt a lot of pain and the onset of these symptoms occurred 2 weeks ahead of this surgery. The patient got well after this surgery.